Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient's freedom driver exhibited consistent fault alarms while at church. The customer also reported that the patient felt fine and his blood pressure was normal. The customer also reported that the patient returned to the hospital and his driver was switched without any adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's interior components revealed the secondary motor cam follower at top dead center (tdc) position, indicating that the driver had switched to operating on the secondary motor. The secondary motor is set to bottom dead center (bdc) position during driver manufacture/service. The driver passed testing, including pressure test requirements associated with nominal normotensive and hypertensive settings, with no anomalies or alarms. In addition, the secondary motor was tested to confirm proper operation of all electronics. The driver performed as intended, and there was no evidence of a device malfunction. The customer-reported fault alarm, in conjunction with the secondary motor found in tdc position, indicated that the likely root cause of the customer-reported fault alarm was exposure of the driver to an impact shock. Review of the electronic data and further testing indicated that there was likely an impact shock to the driver, which caused the secondary cam follower to move out of bdc position during operation. The driver switched from the primary motor to the secondary motor, which resulted in the "secondary motor voltage too high" alarm. The motor/gearbox assemblies and pca were replaced as a precautionary measure. The driver was serviced and passed all final performance testing. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the patient's freedom driver exhibited consistent fault alarms while at church. The customer also reported that the patient felt fine and his blood pressure was normal. The customer also reported that the patient returned to the hospital and his driver was switched w/out any adverse patient impact. This alleged failure mode poses a low risk to the patient, because although the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.